Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 363. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the gears in the casters were worn out causing them not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced both brake casters to resolve the issue. Based on this info, no further action is required.